Manufacturer narrative:
The initial report was submitted with incomplete information. Additional information has been added..

Event description:
The social worker reported via phone call that customer was hospitalized due to high blood glucose from (B)(6) 2020 with a blood glucose of 774 mg/dl. The social worker not able to provide further details of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The social worker reported via phone call that customer was hospitalized due to high blood glucose on january 14 until january 17 with blood glucose of 774 mg/dl. Customer did not provide any symptom and treatment related to hospitalization. The insulin pump will not be returned for analysis.